Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. Additional information was received from the patient via follow up conducted by ethicon (ees) risk manager on september 9, 2020: patient confirmed that a letter from his surgeon states that clips from e-suture distributor were placed during his vasectomy, and were found to be counterfeit. The ethicon (ees) risk manager was following up with the patient regarding a call he placed to our attorneys regarding the counterfeit product from "e-suture" distributor. The ethicon (ees) risk manager explained that "e-suture" distributor was not an authorized distributor and so products purchased from them would be outside our normal supply chain. The patient wanted to know what he has to do to get the counterfeit clips out of his body. The ethicon (ees) risk manager stated that patient should discuss health decisions with his doctor regarding the risks and benefits of the various options. He said his physicians told him that while the initial procedure was performed in their office, a ¿redo¿ would need to be inpatient, and a general anesthetic would be required. His physician also told him he should contact "e-suture" distributor to see what they would do regarding the redo surgery. Finally, the patient said his surgeon told him that product obtained from the "e-suture" distributor was tested and found to be counterfeit. At this point, the ethicon (ees) risk manager confirmed again with patient that his surgeons stated in their letter that the product implanted in him was counterfeit and the patient responded affirmatively. It appears he received this letter recently and after testing results had been shared. It appears the patient will now be contacting "e-suture."

Event description:
It was reported by the patient that he received a letter from his surgeon stating that clips placed during his vasectomy procedure were counterfeit. The clips were supplied by e-sutures. The patient wanted to know what he has to do to get the counterfeit clips out of his body.